Event description:
Reporter alleged blood glucose device generated a test result of 483 mg/dl prior to the test strip being dosed with blood or control solution. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.